Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump which led to the pump shutting down. The customer's blood glucose level was 1200 mg/dl. Reportedly, customer's "eyesight was worsened, glaucoma was developed and cataract surgery was required later." And customer "developed ulcers" on the heels of their feet". Customer administered a manual injection to address the issue and went to the emergency room via ambulance with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, and "life support". Customer was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.